Event description:
The filter was placed, however would not release. Upon an attempt to pull back, the ivc tore slightly. The filter was ultimately released. A CT scan revealed a retroperitoneal bleed which resolved itself. Another filter was subsequently placed.